Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the tranformer pin pad was lifted on the pace/defib engine board. The pace/defib board will be replaced to resolve the report. The board was scrapped after testing. The device will be recertified and returned to the customer if the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.